Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that boluses do not record properly in the bolus history and the patient has experienced elevated blood glucose (bg) up to 400mg/dl with ketones, severe thirst, nausea, and shortness of breath. The reporter stated her bg responded to boluses via the pump. The patient stated the noted bolus history issue occurred at the end of march and/or beginning of april. The patient stated she would see the bolus on the screen and could hear it deliver, but it would not show up in the pump history and bg remains high when the issue occurs. The patient stated she has all of the dates written down when the issue occurred but did not have the information available at the time of the initial call. The patient stated that time and date settings are correct and denied any power loss. A review of the pump history indicated that the total daily dose and bolus histories match for the past few days. The patient was advised to call back when she had the written information available to compare with dates in the pump history. The patient has not called back to complete troubleshooting and customer technical support has been unable to reach the patient. This complaint is being reported due to the allegation that the patient experienced hyperglycemia related to a bolus history issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus history issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found no bolus interruption or cancelation. No discrepancies was found between bolus history and total daily delivery history from april to the complaint date. Using the returned battery cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly.